Manufacturer narrative:
(B)(4). The product surveillance technician confirmed the oxygen sensor failed to meet specification. The service repair technician installed a new oxygen sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the oxygen sensor failed test 44: "external o2% with setpoint at 30%: 27.9, low_limit = 28.7, high_limit = 34.7. O2 sensor". There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs) and connected the epgs to a system 1 simulator. The pst connected the epgs to oxygen and air, entered a perfusion screen on the central control monitor (ccm) and waited the 15 minute warmup period. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.88 volts which is within the specification of .55-2.758 volts. The pst operated the epgs through its range of o2 percentages and measured the o2% output on the ccm and with an external o2 analyzer. Specifications for oxygen analyzer accuracy: +/- 3% of o2 set point at calibration flow and pressure. Specifications of ccm o2 reading: +/- 7% of o2 set point at calibration flow and pressure. Oxygen percentages displayed on the ccm and measured with an external oxygen analyzer were outside of specifications compared to the set point.